Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging an onetouch verio in (B)(6), meter was having a data port issue. The patient did not allege any harm or injury due to the reported issue. Based on the information provided, this complaint is being reported due to the following conclusions: the patient alleged the meter was having a data port issue. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.